Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent easy bolus and escape button response due to flattened button dome switches. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 108 mg/dl. Customer stated that he cannot clear the alarm. Customer stated that he could have been leaning against something because he was working under a truck. Customer reported that he was laying on it and it kept pressing the buttons. Customer also stated that it cleared out but he does not know what happened. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).